Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation 8/14/2015. The investigation included: method: DHR. Review of complaint management database for similar complaints. Visual inspection. Results: the customer reported lot 3050rx311240. Decontamination facility reported serial number (B)(4), and lot 3050rx311240. The returned catheter serial number (B)(4) belongs to lot 305000311908. Lot 305000311908 and 3050rx311240 have been reviewed; no abnormalities found. Lots met requirements before released to finished goods. Complaint history, model 110-4xxx, from jul-2014 through jun-2015 reviewed; there were (B)(4) other complaints that issued with complaint code perf023, and (B)(4) of them were confirmed. The number of units, model 110-4xxx, ((B)(4)) jul-2014 through jun-2015 divided by the number of confirmed reports (B)(4). A visual inspection was performed. Testing results indicate that the catheter has no negative range due to high change from code. Span test was not performed due to the catheter could not be zeroed. The catheter was connected to tester (B)(4); it read signal and reference reading .221 and .465. The light cure epoxy were removed and inspected; no abnormalities found. The transducer was then removed, and found one of the signal fibers appeared to have some stray light. Next, the catheter was reconnected to tester monitor (B)(4), and the trim pot was set at approximately 6:00 position; the fiber holder junction slightly moved away from the transducer assembly until the monitor read -24 with cfc = 2. The catheter was reconnected to tester (B)(4). The signal and reference readings read .348 and .730 the customer reported that the catheter was inserted to the patient's hip joint and found the high icp readings. The 110-4hmt directions for use, micro ventricular bolt pressure-temperature monitoring kit, page no.1, section indications dictates: ¿the camino micro ventricular bolt pressure-temperature monitoring kit is indicated for use by qualified neurosurgeons for measurement of intracranial pressure and temperature in the ventricles and for cerebrospinal fluid drainage. The camino micro ventricular bolt pressure-temperature monitoring kit is intended to be used with an external drainage system as indicated by individual manufacturers.¿ in addition, the first bullet section contraindications indicates that: ¿this device is not intended for any use other than that indicated¿. Conclusion: the customer complaint that the catheter was displaying high readings is verified. The returned catheter exhibited no negative range due to high ¿change from code¿. The customer reported that the catheter was inserted into a patient¿s hip joint which goes against the device indications. The product dfu states the following: ¿the camino micro ventricular bolt pressure-temperature monitoring kit is indicated for use by qualified neurosurgeons for measurement of intracranial pressure and temperature in the ventricles and for cerebrospinal fluid drainage. The camino micro ventricular bolt pressure-temperature monitoring kit is intended to be used with an external drainage system as indicated by individual manufacturers.¿ in addition, the contraindications section of the dfu states ¿this device is not intended for any use other than that indicated¿. The customer complaint indicated that the catheter was able to be zeroed at the time of use prior to the insertion of the catheter into the patient¿s hip joint. The ability to zero the catheter at the time of use is indication that the product was functional followed by off-label use of the device. The off-label use of the device resulted in the device failing to function properly.

Event description:
At first, the doctor adjusted the 110-4hmt to zero. The 110-4hmt was inserted to the pt's hip joint, then the intracranial (icp) was displayed over 200mmhg. The doctor removed the 110-4hmt in order to re-adjust to zero. The icp of the removed 110-4hmt displayed about 80 mmhg in the atmosphere. There was no pt injury reported. Additional info was requested and on (B)(6) 2015, the following received from the distributor: the pt's underlying medical condition and/or reason for catheter placement was an acetabular labral tear. Pt age, gender, and the reason for the hip joint as the implantation site were unk. No answer was provided when the distributor was asked to verify that the catheter was inserted to the pt's hip joint. Another 110-4hmt catheter of a different lot was reinserted/implanted on the pt on the same site. The icp reading after it was reinserted and implanted was 70 - 100 mmhg. Pt outcome was reported as unchanged.